Manufacturer narrative:
(B)(4). This product is not expected to be returned. If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. Disk analysis was not performed for this device. This device was surgically explanted and replaced, it is not expected to be returned. No additional adverse patient effects were reported.